Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user failed to issue medication. The technical support specialist (tss) had remoted in and checked the medbank myqlink (mql), finding that the medication profile quantity was at 0.1. The tss had contacted the pharmacy to address the issue. After consulting with the customer, the tss proceeded to delete the old order and created a new valid order to ensure proper medication tracking. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower aux user failed to issue medication. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.